Manufacturer narrative:
Weight and ethnicity: unknown, information not provided. The device was not returned for analysis as the product was discarded therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and historical data analysis for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the intraocular lens (iol) was implanted in the patient's ocular dexter (right eye). The iol was explanted due to not fitting correctly in the patient¿s eye and replaced with a jjsv anterior chamber lens. There was no issue with either package or the cartridge. There was no medical intervention and product is not being returned as it was discarded. Patient outcome was reported as fine. Through follow-up, additional information was received stating account is unaware as to why or how the lens did not fit in the patient¿s eye. Patient also did not experience any visual issues. No further information is available.